Event description:
It was reported that the pump touch screen was missing pixels. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Reportedly, the customer contacted the healthcare provider to address elevated bg level and obtain alternate insulin therapy.